Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include a lot of shoulder pain, body aches, excessive urination and thirst. The patient was treated with saline, insulin drip, and potassium. The patient was released the same day. The pod was worn when seeking medical attention.